Manufacturer narrative:
On 1st april 2016 the (B)(4) project manger inspected the retrieved product with the following comments: the breakage of one wing of the impactor handle tip, was probably caused by misaligned impactions; the device is designed to resist to axial hits: improper impaction's direction can overload the connection with a bending stress with the consequent risk of tip breakage. However, in this situation it is still possible to continue the impacting operation due to the fact the femoral impactor remains in position and locked at the impactor handle. During this visual inspection have been also analysed and compared the images attached to this complain confirming the hypothesis of breakage. Batch review performed on 12 april 2016. Lot 156941: (B)(4) items manufactured and released on 19 february 2016. Expiration date: 2021-01-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
When the surgeon impacted gmk sphere femoral component, the tip of impactor handle was broken. It was not known whether strong load was applied, whether the combination between impactor handle and femoral impactor was appropriate.

Manufacturer narrative:
On 13 june 2016 it was prepared a final report with the information already submitted in the initial report. On 26 june 2016 the report was sent to the initial reporter and the case was closed.